Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 20-mar-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report, reported by a physician, refers to a female plaintiff who had essure inserted and experienced device dislocation ("two on left are distal / on the right one is distal"). A hysteroscopy to trim the coils is planned. Additionally the physician suspected five essure implants to be present in the patient, regarded as device use issue "suspected five essure devices in this patient (two right and three left)". Device dislocation is serious due to its medical significance and it is anticipated in the reference safety information for essure. During the essure therapy, device dislocation may occur. In this case, the exact time point and mechanism of events are not known. The presence of multiple coils in the tubes might well have contributed to the occurrence of dislocation. Considering its nature, device dislocation was considered related to essure. This case was regarded as incident, as a surgical intervention was planned (intervention required). A product quality defect could not be confirmed but is considered plausible. Further information has been requested.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of device dislocation ("two on left are distal / on the right one is distal") in a female patient who had essure inserted. Other product or product use issues identified: device use issue "suspected five essure devices in this patient (two right and three left)". In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (physician wants to trim the essure hysterscopically). Essure treatment was not changed. At the time of the report, the device dislocation outcome was unknown. The reporter provided no causality assessment for device dislocation with essure. The reporter commented: the physician wanted to trim the essure hysteroscopically asking for advice on how to do it. The patient was scheduled for surgery on (B)(6) 2017. Diagnostic results: hysteroscopy shows about 16 coils in left ostium. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 5-jun-2017: reporter did not respond to final fu attempt. Case closed. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of device dislocation ("two on left are distal / on the right one is distal") in a female patient who received essure. Other product or product use issues identified: device use issue "suspected five essure devices in this patient (two right and three left)". In (B)(6) 2016, the patient started essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (physician wants to trim the essure hysteroscopically). Essure treatment was not changed. At the time of the report, the device dislocation outcome was unknown. The reporter provided no causality assessment for device dislocation with essure. The reporter commented: the physician wanted to trim the essure hysteroscopically asking for advice on how to do it. The patient was scheduled for surgery on (B)(6) 2017. Diagnostic results: hysteroscopy shows about 16 coils in left ostium. Company causality comment: this spontaneous case report, reported by a physician, refers to a female plaintiff who had essure inserted and experienced device dislocation ("two on left are distal / on the right one is distal"). A hysteroscopy to trim the coils is planned. Additionally the physician suspected five essure implants to be present in the patient, regarded as device use issue "suspected five essure devices in this patient (two right and three left)". Device dislocation is serious due to its medical significance and it is anticipated in the reference safety information for essure. During the essure therapy, device dislocation may occur. In this case, the exact time point and mechanism of events are not known. The presence of multiple coils in the tubes might well have contributed to the occurrence of dislocation. Considering its nature, device dislocation was considered related to essure. This case was regarded as incident, as a surgical intervention was planned (intervention required). A product technical analysis and further information has been requested.